Event description:
A customer reported experiencing a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, and the issue was successfully resolved, allowing the customer to resume insulin therapy.